Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised.

Manufacturer narrative:
Additional information: exec. Summary. An event regarding revision due to revised due to reported pain and instability involving a triathlon insert was reported, images provided indicate wear on the device. The event was confirmed through the medical records provided. Method & results: device evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted triathlon cr tibial bearing with wear damage along both medial and lateral posterior border of the bearing. Some yellow staining is seen over various parts of the bearing. The yellow discoloration of the poly is normal for the implantation time of the device due to absorption of synovial proteins. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the fact of instability is further supported by the explant photographs where wear damage is observed along both medial and lateral posterior border of the tibial bearing. This proves that the femoral component was able to ¿ride¿ over the posterior tibial bearing border in flexion. This should never be possible under optimal implantation conditions. The femur rolls backwards over the tibia during normal flexion but should never pass the posterior border of the tibia or tibia bearing. Valgus malalignment of the femoral component in combination with inadequate initial tibial bearing thickness after excessive proximal tibial bone resection has contributed to chronic instability with pain requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the instability was confirmed through the medical records provided- it is noted that the photographs show a recently explanted triathlon cr tibial bearing with wear damage along both medial and lateral posterior border of the bearing. Review of these photographs along with the provided x-rays indicate that the fact of instability is further supported by the explant photographs where wear damage is observed along both medial and lateral posterior border of the tibial bearing. This proves that the femoral component was able to ¿ride¿ over the posterior tibial bearing border in flexion. This should never be possible under optimal implantation conditions. The femur rolls backwards over the tibia during normal flexion but should never pass the posterior border of the tibia or tibia bearing. Valgus malalignment of the femoral component in combination with inadequate initial tibial bearing thickness after excessive proximal tibial bone resection has contributed to chronic instability with pain requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised. Update based on med review findings: valgus malposition of the femoral component. Low baseplate malposition after excessive proximal tibial bone resection with inadequate initial tibial bearing thickness for compensation. Explants show a triathlon cr tibial bearing with wear damage. The triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device.